Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed white foreign material in the suction channel and on the light guide lens could not be identified and the root cause of the issue could not be determined, however, as there was not device deformation that might contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, it is likely that the issue was the result of insufficient cleaning /reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: there was noise on the monitor, there was a waterproof failure due to the cut on the bending section cover rubber, the video connector was deformed, switch 1 was deformed, the video cable protector was broken, the suction cylinder was deformed, the gap on the up/down knob was out of standards due to the worn angle-wire, the air/water cylinder was deformed, switch 3 had scratch, switch 2 was deformed, the connecting tube was dented, the connecting tube was corrugated, the universal cord was corrugated, the bending section cover rubber adhesive was broken, the bending tube was dented, the light guide lens was discolored, the charged coupled device lens had scratches, the light guide bundle was abnormal, the screen was partially dark due to the scratch on the charged coupled device lens, there was a waterproof failure due to the deformed light guide connector, there was a waterproof failure due to the partially missed plastic distal end cover, and the angulation in the up direction was out of standards due to the worn angle-wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a noisy image. The issue was observed during preparation for use on a diagnostic procedure. The procedure was completed with a similar device with no delay. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material from suction cylinder and the light guide lens was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.